Manufacturer narrative:
Other applicable components are: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the consumer didn¿t normally have a problem with the stimulator but when the doctor set it last time they put a new program on the implantable neurostimulator (ins). The consumer stated they knew they had a lot of leads and wires going in there, but the doctor put stimulation going across their shoulders and down their left arm up into their head which provided good coverage but ¿it¿s like jolting, it would do the steady pace like I¿ve had and then all of a sudden it was like a big jolt and then it would do jolting for a good 5-10 seconds and then it would go smooth again¿ which was very annoying when they were trying to work as it felt like they were jumping every time. The consumer further reported they didn¿t use the patient programmer (pp) all of the time because ¿once the doctor sets it¿ she didn¿t have to change it and said ¿like if I go in and tell the doctor I don¿t have a lot of coverage, say I don¿t have a lot of coverage in my left arm because it would go all the way down to my fingers.¿ when the consumer was asked if they were speaking hypothetically they stated no, I do have a lot of coverage ¿but he would ask me how the coverage was.¿ it was noted the consumer had issues in the past with stimulation coverage but the doctor changed it for them without any additional assistance. It was noted about four months ago the doctor asked the consumer about her coverage and she told the doctor she wasn¿t getting a whole lot of coverage so the doctor changed it. Additionally, the consumer stated four months ago when they saw the doctor they noticed there was not a whole lot of coverage in the one spot that was covered before so the doctor changed it and moved it up and let the manufacturer¿s representative (rep) know he changed it to give them more coverage. At that point, the consumer told the rep, she ¿almost felt like frankenstein with those bolts in her neck, like it was jolting in there.¿ following this the consumer stated the rep told them one of the wires was damaged and going bad so they were going to reroute it ¿so he did and then it was fine,¿ but two days ago they noticed the jolting across the top of their shoulders. Due to the consumer not having their pp with them they were unable to troubleshooting but was going to try and ¿readjust¿ when they got home or ¿maybe call the rep, to see if they could help reroute it or whatever.¿ no further complications were anticipated.